Event description:
Caller reported a continuous glucose monitor (cgm) error. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in performing a pump reset, which resolved the issue, enabling them to successfully start a new sensor session.